Event description:
Received email from the home health agency requesting a new pump. Reportedly several (registered nurses) have had issues the past 3 infusions. The pump keeps alarming down occlusion. The (registered nurse) did troubleshooting including checking damps, flushing the line, changing the filter, changing batteries & ultimately changing the tubing in order to keep the pump running & to stop it from beeping down occlusion. Since it continues to alarm with each infusion, they are requesting a new pump be sent. No adverse events have been caused due to this & this caused no disruption in therapy as the (registered nurses) were able to continue the infusion even with the pump. The pump serial number is (B)(6) with maintenance date due 10/24/2024. Requested the pharmacy send a new pump. Pump is available for return. No further information. Reported to (B)(6) by: health professional.